Event description:
It was reported that the cannula inserted into the skin and the pink slide did not move forward, indicating a needle mechanism failure. The pod was worn between 5 to 24 hours on the infusion site (unspecified). Upon removal of the pod, the infusion site was bleeding; the cannula was visible and appeared normal.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.